Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the operator could not tightly connect an unknown pressure pump to the delivery system and there was an air leak when attempting to inflate and a gap on the luer hub was observed. An image of the luer hub was provided which shows and a piece of the luer hub had broken off. The balloon could not be inflated. A new unknown pressure pump was used as a replacement, but the new pressure pump still could not be screwed tight, and the balloon could not be inflated. A non-cordis stent was then used as a replacement and was able to be inflated. There were no reported injuries to the patient. This was during a procedure to treat vertebral artery stenosis. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 70% stenosis. The device was stored and prepped per the instructions for use (IFU). The contrast to saline ratio was 50:50. There was no difficulty removing the delivery system from the patient. The stent was still attached to the delivery system when removed from the patient and there was no indication that the stent was partially expanded. The operator has extensive experience with palmaz blue stents. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds), the operator could not tightly connect an unknown pressure pump to the delivery system and there was an air leak when attempting to inflate and a gap on the luer hub was observed. An image of the luer hub was provided which shows and a piece of the luer hub had broken off. The balloon could not be inflated. A new unknown pressure pump was used as a replacement, but the new pressure pump still could not be screwed tight, and the balloon could not be inflated. A non-cordis stent was then used as a replacement and was able to be inflated. There were no reported injuries to the patient. This was during a procedure to treat vertebral artery stenosis. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 70% stenosis. The device was stored and prepped per the instructions for use (IFU). The contrast to saline ratio was 50:50. There was no difficulty removing the delivery system from the patient. The stent was still attached to the delivery system when removed from the patient and there was no indication that the stent was partially expanded. The operator has extensive experience with palmaz blue stents. The device was returned for analysis. A non-sterile ¿blue/aviator plus 6x15/142p pkg¿ unit was received coiled inside of a clear plastic bag. The device was removed from the packaging for product evaluation. Upon inspection, the balloon was not inflated, and the stent was mounted in the manufacturing position over the balloon. A crack was present on the luer hub, starting at the proximal end and extending to the mid-portion of the hub body. An inflation/deflation test revealed that the mechanism was compromised. The crack was observed when attempting to attach the inflator device into the luer hub. Magnification techniques during the functional evaluation revealed fatigue striation patterns on the internal walls of the crack, likely due to excessive tensile strength applied to the affected area. Additional secondary damage near the crack suggested possible rough handling or excessive tensile force applied to the surface. These conditions indicate that the luer hub¿s compromised state may be due to excessive tensile force or rough handling. A ¿luer hub cracked and splintered¿ condition was confirmed during analysis of the returned device as a leakage was noted coming from the crack during functional analysis. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Twisting, or excessive force can cause the hub to crack or splinter, particularly if the connection is not properly aligned. Overtightening is often the likely culprit and has also been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.